Event description:
Intraperitoneal porta-cath inserted 12/1997. 5/1998, pt complained of abdominal pain with injection of chemotherapy. X-ray revealed porta-cath fracture at the dacron cuff. Pt taken to or 5/26/1998 for removal of fractured porta-cath and insertion of new intra-abdominal porta-cath. The porta-cath inserted 12/1997 was not implanted at reporting facility.